Event description:
The customer reported that the ortho provue analyzer resulted a previously known sample containing anti-c as negative. Visual inspection of the processed gel card showed the reactions in the microtube was weakly positive. No erroneous results were reported. False negative test results can lead to transfusion of incompatible blood.

Manufacturer narrative:
No definitive root cause was determined. An ocd field engineer visited the customer site and checked the reader optics and the gripper/card centering. All were within specifications. Repairs were not required to return the instrument to expected operations. This customer has not logged any complaints against this analyzer since this incident.